Manufacturer narrative:
(B)(4). Meter was not evaluated, since customer discarded meter and test strips. Most likely underlying root cause of malfunction noted in the complaint: inaccurate reference.

Event description:
Customer called complaining she could not obtain a result. Customer states she does not feel well at this time. Customer states she feels dizzy, the customer proceeded to vomit while on the phone. Customer states she feels like her glucose levels are high. Customer has not had a meal since last night. It was suggested to the customer to seek emergency svs, customer agreed she would call 911 for medical assistance immediately. On a f/u call (B)(6) 2015, the customer's son confirms emergency svs came to the house and the glucose level was not high as expected, the result obtained was 152 mg/dl. Emergency med svc confirmed for the customer that her blood pressure was very low.